Event description:
It was reported that signal loss occurred. Date of event is an approximation. On (B)(6) 2024, the patient was sleeping and her dog woke her up due to hypoglycemia. The patient said she almost ended up in the hospital because she experienced hypoglycemia and the g7 app was in signal loss not providing any cgm readings. The patient took a bg reading which was 54 mg/dl. She felt dizzy, almost pass out, could barely walk and talk, trying to talk but nothing would come out, could barely lift her body. The patient self-treated with emergency glucagon shot. After the treatment the bg reading increased to 150 mg/dl. At the time of the report the patient was doing fine. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause was the transmitter and app were unable to establish a connection. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 health effect - clinical code - e0122 movement disorder.